Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a procedure performed on an unknown date. According to the complainant, there was no image. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A fuse 1c colonoscope was returned for analysis. A functional evaluation of the scope could not confirm the reported image loss. Since the reported image loss could not replicated, the reported problem was not confirmed. Therefore, the assigned probable root cause classification is not confirmed - returned. A review of the repair history record was performed and nothing was found to indicate a possible service-related cause for the complaint. A similar complaint trend review revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a procedure performed on an unknown date. According to the complainant, there was no image. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.